Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per patient's surgeon, the patient was reimplaned with a new device during surgery on (B)(6) 2011. (B)(4).

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device, and the issue could not be resolved. The device was explanted on (B)(6) 2011. It is unknown whether there are plans to reimplant the patient as of the date of this report, november 16, 2011.